Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was an unknown or other product issue. It was noted that the patient said ¿one day it would work the next day would go through withdrawal the day after would be fine.¿ it was reported that the actions required as a result of the event included explant. It was noted that the product issue was resolved. It was reported that the cause of the product issue was not determined. It was noted that the patient¿s status at the time of report was alive- no injury. It was reported that the patient had underdose symptoms, specified as one day relief the next withdrawal. It was noted that the location of issue or symptoms was unknown. It was reported that the pump was used to infuse dilaudid and bupivacaine. It was later reported that there was no diagnostic testing performed. It was noted that the catheters/segments ¿worked¿ and were still implanted.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.